Manufacturer narrative:
The available information suggest this lead is not available for return. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not delivering pacing when expected along with undersensing. Additionally, anomalies were noted with the impedance measurements. It was determined the lead had perforated the right ventricle. An invasive procedure was performed. This lead was explanted and an epicardial lead was placed. No additional adverse patient effects were reported.